Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a button error alarm during insulin bolus delivery. Blood glucose value is 4.5 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case near lcd window corner, minor scratches lcd window, cracked reservoir tube lip, cracked belt clip slot and stained end cap sticker.